Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name updated. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie received one (1) tsvb13, (impl tapered scr-v sbm 3.7mm 3.5mm 13mm) for evaluation. Visual evaluation was performed, there was bone debris on external threads. Damage to the implant was identified. The implant was trephined. The implants collar was fractured. DHR review was completed for the subject lot number 0503152. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 0503152 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant the customer did not submit images for the reported event. The image was of a fractured implant. Image taken (B)(6) 2024. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician placed an implant in an patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name updated. D3: manufacturer email address. D4: additional device information- catalog number updated to tsvb13 lot number 0503152, expiration date updated to 4/1/2010, UDI unknown. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. This report is submitted to capture reference, lot number,expiration date and UDI information.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implant crown at tooth #30 seemed to be loose. Prepared access hole in the implant crown to retrieve the abutment screw and they were able to unscrew the abutment with cement-retained implant crown #30 attached. Upon removal of the abutment, the facial half of the #30 implant collar was found to be fractured, and came off easily to the touch of the dental explorer. A periapical radiograph was taken at that time to record the fractured implant collar on #30. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D6b. Explantation date reported as (B)(6) 2024. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.